Manufacturer narrative:
The returned jet7 was fractured at approximately 7.0 cm from the hub. The device was kinked at approximately 4.0 cm, 5.0 cm and 9.0 cm from the hub and ovalized at approximately 74.0 cm from the hub. One of the kinks tore the lumen of the jet7. Conclusions: evaluation of the returned jet7 revealed a fracture and kinks near the proximal end. If the device is forcefully advanced against resistance, damage such as kinks may occur. Subsequently, manipulating a kinked device against resistance may result in a kink worsening to a fracture or tearing the jet7 lumen. The kinks likely contributed to the reported excessive bubbling and decreased aspiration. Further evaluation revealed an ovalization on the device and additional kinks. These damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, after making an initial pass with the penumbra system jet7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max), the physician noticed that the jet7 was not able to achieve proper aspiration. There were excessive bubbles in the tubing and the proximal shaft of the jet7 was found to be broken and, therefore, it was removed. The procedure was completed using a new jet7 and the same sheath. There was no report of an adverse effect to the patient.